Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. Unable to test insert due to company shut down for covid-19. If possible to evaluate in the future, the results will be submitted on a follow-up report.

Event description:
While using a 25k fsi-sli-10s insert, it overheats and no cavitation; no injury resulted.